Event description:
It was reported that, during an ion procedure, a patient developed a pneumothorax. The patient required placement of a chest tube. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred, and it is unknown if the event is related to the ion procedure. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
System logs were not available for review.